Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported death. Caller stated that customer lost consciousness. Customer's mother passed away. Cause of death was heart related. Customer was wearing the insulin pump at the time of death. Nothing further reported.